Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported receiving an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The gas mixer was recommended for replacement.

Manufacturer narrative:
Additional information was received that the mixer was confirmed to have failed. When the mixer fails, the unit switches to alt o2 and notifies the user via screen. Manual and mechanical ventilation remain functional via alt o2. Based on this information, there was no loss of mechanical ventilation. Therefore, the initial report was not a reportable malfunction. Additional information was received that the mixer was confirmed to have failed. When the mixer fails, the unit switches to alt o2 and notifies the user via screen. Manual and mechanical ventilation remain functional via alt o2. Based on this information, there was no loss of mechanical ventilation. Therefore, the initial report was not a reportable malfunction.